Event description:
There was no patient harm, and there was no report of harm to nursing staff or the pharmacy staff. The drug had been in the set for 12-24 hours.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an etoposide infusion, the set was leaking at the filter. No patient harm was reported.

Event description:
The customer reported that at the completion of an etoposide infusion, the set was flushed with normal saline and fluid leaked from a small hole on the back of the filter. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Visual inspection of the set (including magnification) showed slight fluid leakage from the bottom vent of the filter and both filter vents appeared wetted out; however, no obvious damages or other issues were noted. Functional testing and pressure testing were performed; a slight fluid leak was observed from the filter's bottom vent. The root cause was not identified.